Event description:
Patient reported that they experienced unexplained high blood glucose levels (in the low 500's mg/dl). No error messages were gbenerated by the device. After patient switched to back -up device their blood glucose came down. Patient self-treated high blood glucose by bolusing.